Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9800md system was poor (blurred images) during c-arm motion. There was respect of patient injury.